Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin and cefepime (doses and frequencies were unknown). Antibiotic treatment was completed the same month as receipt of this report. Six days after admission, the patient was discharged from the hospital. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.